Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, a cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer dropped the insulin pump and the lcd screen got broken. It was stated that the customer had high blood glucose of 408 mg/dl; had not treated. Customer currently lives in the (B)(6) and travels frequently to the united states; a loaner insulin pump was sent. Nothing further reported.